Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported that the customer's insulin pump was over delivering insulin. Customer's blood glucose level at the time was between 64mg/dl and 68mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test. No unexpected low reservoir alarm or check settings alarm noted. No cosmetic damaged noted.